Event description:
During the procedure, the securestrap 25 malfunctioned/ misfired and another was opened. The second one also misfired (was same lot #). They were sequestered and a report was filled out for return to manufacturer.